Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red, itchy, bleeding, bruised, and had broken skin. The patient stated they do have a history of sensitive skin and/or allergies. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended over the counter lotion due to the skin irritation. There is no indication that the patient received medical intervention. The patient reported that the irritation is getting better.